Event description:
This is being filed to report the unintended movement of the cds. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After placing the clip delivery system (cds) in the straddle position the cds was advanced into the left atrium (la), the knob was turned in the medial direction and the clip bent in the wrong direction. The cds was replaced. One clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue (clip bent in the wrong direction). There is no indication of a product issue with respect to manufacture, design, or labeling.